Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, screen was black and user reboot the station, but issue still persist and station was showing offline on remote smart service. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at black screen and remote support service was offline. A field service engineer tested the station and observed power bumps, but the station did not boot. The fse traced the issue to auxiliary drawer 7 and replaced the module controller board and drawer controller board. The fse tested the repaired drawer in hardware test application (hta), and it passed. The customer configured the drawer in the pyxis application and inventoried both drawers successfully. The system functioned as intended after the field service engineer repaired the device.